Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that they attempted to use three nasogastric tubes on the same patient and all three failed. For the first and second nasogastric tube, the wire stylet would not come out; it was stuck inside the tube. When using the third nasogastric tube again the wire stylet would not come out and the blue tab at the end of the stylet also came off. The stylet was stuck again.